Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during tibia mapping in a cori assisted tka surgery, the surgeon was mapping the tibia and no green dots were populating on the tibia as they should. Instead, solid white colored mapping was showing in place of green dots. This is typically what is shown on the tablet for rars to see; however, no green dots were being shown over the tibia as the surgeon was doing the mapping as they should on the monitor. The procedure was completed with the same device without significant delays. The patient was not harmed due to the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The screenshots were provided for review. The reported complaint was confirmed, and both the femur and tibia free collection screens show the virtual bone surface generated with no green points. However, green points can be viewed or hidden. The most likely cause is that the user had the green point collection button toggled off. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.